Event description:
Healthcare professional reported a left side "capsular contracture grade iii," "liquid collections," confirmed via ultrasound and "undulations." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, g1.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, and "liquid collections."

Event description:
Healthcare professional reported a left side "capsular contracture grade iii," "liquid collections," confirmed via ultrasound and "undulations." The device has been explanted.